Event description:
Covidien received the following customer report via email: medwatch uf / importer report (B)(4). The details of the report state the pt experienced a respiratory arrest following second night post-op or procedure. Report also states the pt was hemodynamically unstable that a bedside bronchoscopy could not be performed until five days post respiratory arrest. At that time, a nasal trumpet was discovered within the right bronchus of the pt. The nasal trumpet was used in the operating room and had been modified with a slit down the length of the trumpet. The customer believes the slit modification may have contributed to this retained nasal trumpet and that it was human error that the anesthesiologist did not remember to remove the nasal trumpet. New info provided confirms that the nasal trumpet has since been removed and the pt has recovered well and discharged home.

Manufacturer narrative:
Follow up efforts made on (B)(4) 2013 with staff quality specialist confirmed awareness that they are using the product in on off label use. No sample will be made available for further analysis of this report.